Manufacturer narrative:
(B)(4). Concomitant medical products: 00771101020 ¿ m/l taper stem ¿ 60374684. 00620006022 ¿ shell ¿ 60552505. 00630506032 ¿ liner ¿ 60451566. Reported event was confirmed by review of medical records noting patent has elevated metal ion levels, adverse reaction to metal debris is found on an MRI. Progressive symptoms of pain and neurological cognitive decline, tremor, unaccustomed anxiety, brain scan showing hypometabolism consistent with chronic toxic encephalopathy. Trunnion and head bore showed moderate corrosive debris. Tissues fish flesh appearance consistent with armd and pseudocapsule required debulking for stability. Trochanteric bursa wasa inflamed. Post-op labs note metal ion levels decreased after revision procedure. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04096.

Event description:
It was reported that patient underwent a left hip revision approximately 13 years post implantation due to elevated metal ion levels, neurologic symptoms, pain and pseudotumor. During the procedure, moderate corrosive metal debris was found on the trunnion and head. The liner, head and neck were removed and replaced. Symptoms have been reported as improving post-op. Attempts have been made and additional information on the reported event is unavailable at this time.